Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the interface board. It was unable to confirm the external ram error, unexpected restart and battery out limit alarms due to the blank display. The unexpected restart error test, displacement test, rewind, basic occlusion test, self test, occlusion test, prime test, excessive no delivery test, operating currents and off no power test could not be performed due to the blank display. The device was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the display went blank. The customer stated she did not feel well and felt like she was going into diabetic ketoacidosis but was not. Blood glucose value is unknown. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. The customer stated the display returned and the insulin pump alarmed unexpected restart. Customer stated that the alarm was recurring during normal use. The alarm history showed two unexpected restart, two external ram error and a battery out limit alarm. Customer declined troubleshooting for high blood glucose since she had not been wearing the insulin pump since (B)(6) 2016. The insulin pump was replaced and returned for analysis.